Manufacturer narrative:
The patient¿s exact age was unknown; however, the patient was reported to be a baby. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink continu-flo solution set disconnected from the last y-site. This occurred during a 24-48 hour continuous infusion. No issues were noted with the set prior to the event. The patient lost approximately 10ml of blood due to the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. Visual inspection was performed and noted the tubing was separated from the luer valve. The reported condition was verified. The cause is attributed to the machine used during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.